Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited <<a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. Additionally, it was suspected that the battery is depleting prematurely and there was an observation of tones. A request was made to have data analyzed from this device. Disk analysis confirmed the battery voltage appears to be normal and frequent magnet applications may be the cause of the alert however, it cannot be confirmed due to the lack of data. At this time the device remains in service. No adverse patient effects were reported.